Event description:
It was reported that during a revision procedure, impedances were out of range. The patient had turned the stimulation off approximately 5 months prior as the patient didn't like to recharge. The stimulator was in a location that made it less successful for recharging. During the revision, lead impedances were normal when tested with a multi lead trialing cable. The impedances were initially greater than 10, 000 ohms. At 3v, all pairs were greater than 40, 000 ohms. The neurostimulator was changed out. The impedances remained at greater than 40, 000 ohms. The multi lead trialing cable was again used, and all but electrode #9 impedances were within range. The leads were re inserted and impedances were normalized on 0-7 pairs, but still greater than 40, 000 ohms on pairs 8-15. The lead tails were switched in the ports and the impedances reversed (greater than 40, 000 ohms on pairs 0-7, normal 8-15). It was noted to likely be temporary intraoperative high impedances. Additional information was requested but none was available at the time of the report. If additional information is obtained, a follow up report will be sent.

Event description:
It was further reported that the issues resolved post operatively. The patient was getting good therapy and was doing "fine."

Manufacturer narrative:
Final device analysis for neurostimulator (B)(4) revealed no anomalies.